Event description:
It was reported during a procedure it was noticed the lead was protruding, since a part of the lead was left implanted in and connected to the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.